Manufacturer narrative:
(B) (4): final device analysis of the pt programmer revealed a reliability non -conformity with the antenna jack. Pin 2 of the antenna jack was resoldered and a new bottom housing was placed.

Event description:
It was reported that the pt had a problem recharging. When the pt started charging, she gets 8 boxes, but then they all disappear. The pt spent 14 hrs recharging two days before the report and the implantable neurostimulator (ins) did not get a full charge. The pt also reported that the pt programmer would not interrogate the ins. Thirdly, the pt reported a shocking or jolting sensation that occurred when the pt bent over to put air in the tires. At the time of the report, the pt was at home. No pt outcome was reported.